Event description:
A shockwave m5 peripheral lithotripsy (ivl) device was successfully used to treat a lesion, using bilateral kissing balloon technique in the iliac arteries. A balloon rupture occurred after delivering 150 pulses at 4 atm. It was noted the balloon rupture occurred after taking the shockwave catheter to a nominal pressure of 6 atm. Upon attempts to withdraw the device, the balloon got stuck in the introducer sheath and a portion of the balloon catheter detached and remained inside the artery and surrounding tissue. After multiple attempts to remove the device, the physician decided the best option for care was to perform a cut down on the patient to retrieve the remaining portion of the balloon. The remaining portion of the balloon was removed successfully. Based on the last available information, the patient is doing well. As of the date of this report, there have been no additional sequelae reported.

Manufacturer narrative:
The ivl catheter, as well as the introducer sheath (not manufactured by shockwave), were returned for evaluation. Based on the evaluation of the returned device, there was evidence of complete separation of the balloon from the catheter. The sheath was inspected, and the distal tip was found to be folded inwards. The inner member was separated from the balloon. All other components of the ivl balloon catheter were inspected and were observed to be intact. The reporting party confirmed that all pieces of the catheter were removed from the patient's body and all pieces were examined before shipping to shockwave. The balloon loss of pressure is likely due to the balloon interaction with patient calcium. The difficulties to remove the catheter and subsequent detachment of components cannot be definitively determined; however, based on the physician's opinion, the difficulties to remove the device can be attributed to the introducer sheath. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lots does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.